Manufacturer narrative:
(B)(4). A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms of tiredness. The customer treated with insulin pump bolus and syringe. Customer's blood glucose value was 256mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6)2017. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.